Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead was failing to capture due to dislodgement. The rv lead was capped and replaced on 11dec2023. The patient was in stable condition.